Event description:
It was reported that a patient presented with an infection in the device pocket. The infection was diagnosed through examination and palpation on (B)(6) 2012 and surgical observation on (B)(6) 2012. The device system was explanted on (B)(6) 2012. It was reported that signs and symptoms included redness, swelling, and fluid around the device and the severity was moderate. Etiology was noted as a new illness or condition and was not related to the device or therapy and unlikely related to the implant procedure. It was noted that the event was ongoing and resulted in in-patient hospitalization. It was reported that the patient was "discharged to a skilled nursing home" on (B)(6) 2012 for antibiotics.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# va03t31, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3389s-40 lot# va03t31, implanted: 2012 -(B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the outcome was resolved without sequelae (B)(6) 2013.